Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device was received in a condition which made analysis impossible. Unable to test because an expired vial was returned.